Event description:
It was reported that the patient infected after the tka. The patient was monitored, but inflammation reaction did not subsided. So, on (B)(6), implants were removed and cleansed. Then cement molds were set.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 81-4407l, scorpio nrg ps femoral #7 left, lot code: mllww7. Cat. No.: 7115-0006, series 7000 standard tibia, lot code: mlj440. Cat. No.: 73-20-3308, scorpio u-dome x3 patella, lot code: lr5j. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review shows there have been other events for this sterile lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
It was reported that the patient infected after the tka. The patient was monitored, but inflammation reaction did not subsided. So, on (B)(6), implants were removed and cleansed. Then cement molds were set.